Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is 2136601 has been evaluated. The batch 6008583 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008583 was packaged according to the wi version 28 manufactured in the line 1, on 07/aug/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4g06161 was manufactured according to the wi version 64 in the gluing of tubing in the machine line 3010, on 07/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008583 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. This incident occurred at least 3 hours after the set was inserted. The blockage was pinpointed at the insertion site, which was located in the patient's abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.